Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer stated, cardiosave coiled cord field safety corrective action mca00002038 rev a. The power cord is lacking a ground prong. Replaced cable coil cord. In-house biomed to repair, complete electrical safety checks, and release the unit. There was no patient involvement. H3 other text : no repair service completed by getinge field service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, during an unrelated service visit, the cardiosave intra-aortic balloon pump (iabp) had a ground prong missing from the power cord. No patient involvement.